Manufacturer narrative:
(B)(4). Date sent: 11/17/2020 additional information was requested and the following was obtained: ¿ what was the surgical procedure? Abdominoplasty, male mastectomy ¿ what was the indication of surgery? Adipocutaneous reduction ¿ did the patient have any known coagulopathy disorders? No ¿ was there any pre and/or post-operative anti-coagulation therapy? Dvt prevention with heparin at low p.m. ¿ were there any hemostasis issues intra-operative? If so, please explain? No ¿ what is meant by ¿encountered a drop in current while using focus¿? Discontinuous operation in two events ¿ were there any generator errors throughout the procedure? No ¿ is a generator log available for review? No ¿ did the surgeon observe the change in att tone in each transection? No ¿ what is surgeon¿s experience with the device? Expert/kol ¿ are they more familiar with the gray or blue handle devices? Only with the blue device ¿ how was bleeding identified? Postoperative hematoma ¿ how much blood was lost? > 500 ml ¿ how was the bleeding treated? Emergency re-do ¿ where in the body was the bleeding identified? Was the focus used at that site during the original surgery? Yes ¿ were any other devices used, such as clips, staples, etc., to control the bleeding? Monopolar device ¿ is the surgeon interested in speaking with ethicon medical and engineering personnel? Yes different patient codes and device codes than what was originally reported: correction medwatch. H10: corrected data = h6.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the surgical procedure? What was the indication of surgery? Did the patient have any known coagulopathy disorders? Was there any pre and/or post-operative anti-coagulation therapy? Were there any hemostasis issues intra-operative? If so, please explain? What is meant by ¿encountered a drop in current while using focus¿? Were there any generator errors throughout the procedure? Is a generator log available for review? Did the surgeon observe the change in att tone in each transection? What is surgeon¿s experience with the device? Are they more familiar with the gray or blue handle devices? How was bleeding identified? How much blood was lost? How was the bleeding treated? Where in the body was the bleeding identified? Was the focus used at that site during the original surgery? Were any other devices used, such as clips, staples, etc., to control the bleeding? Is the surgeon interested in speaking with ethicon medical and engineering personnel? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. A follow-up report will be filed as appropriate.

Event description:
It was reported that, during a case of post-operative bleeding, after an abdominoplasty procedure, an additional procedure was needed. They attribute the complication to a problem encountered with the harmonic focus instrument. Sometimes there was a drop in current while using the focus.